Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Two (2) of 3 reports - other mfg report numbers: 9615741-2017-00027 / 9615741-2017-00029. It was reported that the implant broke after an arthrodesis talonavicular surgery. The plate was implanted on (B)(6) 2017. The broken device was discovered during a follow up during may (exact day not communicated, (B)(6) was selected as the date of event). A revision surgery is planned to replace with 2 plates and 2 holes.

Manufacturer narrative:
Integra has completed their internal investigation on july 21, 2017. Results: the surgeon wants to keep the broken plate and not sending it for investigation. Product was not returned, so the evaluation was unable to be performed. DHR review; no anomalies associated with this complaint were observed. Complaints history; this is the third incident reported to newdeal about breakage of uni-cp¿ plate during last two years. During the same time period, 5035 uni-cp¿ plates have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. Conclusion: as no product was returned, investigation for cause cannot be performed.